Event description:
The customer stated numerous recurrent cell-dyn sapphire hemoglobin syringe fail to home error messages for the cell-dyn sapphire analyzer. The customer replaced the suspect syringe with another syringe because of the numerous error messages. The replacement syringe generated errors and the customer contacted abbott for assistance. The customer was advised to perform the recommended troubleshooting procedures and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Cell-dyn sapphire hemoglobin syringe, list # 08h49-02, manufactured 4/30/07. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(6) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on (B)(6) 2009.